Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
The info received from the affiliate states that this female pt (age unk) was presented to the interventional lab for an angioplasty procedure of a renal artery (side unk). The vessel was described as moderately tortuous and heavily calcified with a 95% stenosis. The info states that after proper inspection and prepping of the stent delivery system (sds), the physician advanced it to the lesion and inflated the balloon of the sds with an indeflator. When the indeflator reached 9 atmospheres, the balloon ruptured. The info provided does not state where access was made to the pt or if the physician had any difficulty accessing the lesion with a guidewire. There is also no info available as to how the procedure was completed. There was no reported pt injury.